Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. Bd IFU which was provided to our customer is detailed enough to avoid mishandling of the product for administration.

Event description:
It was reported that during use of the bd ultrasafe passive¿ x-series needle guard syringe that the syringes did not administer correctly and the medication came out of the device.

Manufacturer narrative:
Date of event: unknown. PMA / 510(k) #: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultrasafe passive¿ x-series needle guard syringe that the syringes did not administer correctly and the medication came out of the device.